Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, the investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested for a full day and neither of the reported error codes were present. However, there was a large amount of dust found inside the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a therapeutic laparoscopic procedure, his olympus visera 4k uhd xenon light source began to display an e106 and e108 error code. According to the initial reporter, the intended procedure was completed using another device without any report of patient harm.